Event description:
It was reported that the patient experienced a shocking/jolting sensation when she lifted her legs to place them on a table. The stimulation shut off at that time. The "call your doctor" icon was shown with the 006 code. A button may have been depressed when the patient replaced the batteries in her programmer. The patient was able to successfully communicate with the device with new batteries and had no further shocking. Additional information was requested.

Manufacturer narrative:
(B)(4).